Event description:
It was reported that noise was sensed on the ventricular channel. It has not been determined whether the noise is coming from the sjm lead or the medtronic lead. The patient is being monitored.

Manufacturer narrative:
No medwatch form was received.